Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection and emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site on their arm after wearing the pod between 37 and 48 hours. The pod was applied on (B)(6) 2026 and removed on (B)(6) 2026 due to pain at the cannula site. The patient subsequently reported redness and infection at the former infusion site. On (B)(6) 2026, the patient sought medical attention at an urgent care treatment centre and was prescribed antibiotics. On (B)(6) 2026, during a haemodialysis treatment, the on-duty doctor advised that an abscess had developed, describing the infection as severe. The patient was instructed to visit the emergency room, where they have since remained, and it was reported that surgical intervention is required to remove and drain the abscess. The diagnosis specific to the event was infection. The pod was not worn during medical attention, as it had been removed two days prior to seeking care.